Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an implanted impella cp lost placement signal but remained implanted and supporting despite the malfunction. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
This investigation has been completed. The pump was not returned. Optical signal issue - at some point during the case, aorta (ao)-placement signal (ps) was muted because of not reliable ps. Ao-ps showed no values and also left ventricle-ps showed no values. A kink in the connector cable and catheter shaft was excluded, also the puncture area. The patient was highly impella dependent. A replacement from automated impella controller or check connector connection was not possible. Data logs were not recovered. Additional information was requested from the representative but no information was received back. The cause of the optical signal could not be determined due to no product returned, logs not being recovered, and insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.